Event description:
The contact tested the customer's blood sugar and got a reading of 406 mg/dl. He retested a few mins later, and got a reading of 138 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid making the difference clinically significant. The contact did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.